Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer's blood glucose reading was 40 mg/dl when she was found unconscious by her husband. Prior to the event, the customer had called the helpline for assistance with the bolus wizard settings, but she didn't know what her insulin sensitivity was. The customer stated that she was just guessing at what her boluses should be. Assisted the customer to program the bolus wizard settings now that she knew what her insulin sensitivity was. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.